Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a rash under the lifevest. Patient described the area as rash. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better.